Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): model: dtbb1d1, bi-v ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a right ventricular (rv) lead changeout procedure the physician noticed oversensing noise on the new rv lead when it was connected to the existing bi-v implantable cardioverter defibrillator (ICD). The lead connector was removed and re-inserted into the device header and the set-screw tightened. The oversensing noise was still evident. The physician chose to utilize a different device and retained the newly implanted rv lead. No patient complications have been reported as a result of this event.